Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On the evening of (B)(6) 2012, the patient's blood glucose elevated to 402 mg/dl after the animas insulin pump her bolus dose of 8.6 units was cancel after giving 1.5 unit at 4:22 pm. Reportedly, the patient felt sleepy at the time of concern but did not have any symptoms to suggestive acute complication of diabetes. Her blood glucose subsided to 253 mg/dl at 8:19 pm. During troubleshooting, the animas representative concluded there was no product misuse. The patient was advised to go on the backup plan until she receives her new insulin pump. The issue was not resolved with training. This complaint is being reported due the bolus cancellation issue possibly related to a keypad tactile issue.